Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she woke up to her pump alarming with no delivery. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the no delivery issue and the customer was able to prime and rewind with the pump. The customer was advised that the pump was working as designed, and that she should change out her entire infusion set and reservoir those products were likely the source of the occlusion. The reservoir was returned for analysis and a replacement reservoir and infusion set were shipped to the customer.